Event description:
It was reported that the pulse generators battery had depleted more quickly than expected between follow-up visits. Some stored data was not available due to battery depletion. It was noted that autocapture output settings were inconsistent. No patient symptoms were reported. Device reprogramming was performed. No other intervention was reported.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.